Event description:
It was reported that during a pci procedure, the maverick otw balloon rupture at 8atms while being inflated on the first inflation. The lesion being treated was located in the moderately tortuous, with hard calcification and 90% stenotic proximal, middle, and distal right coronary artery (rca). The device was removed from the pt intact. The procedure was successfully completed with a different balloon. Pt status is listed as "good."